Manufacturer narrative:
The sterile pouch was unopened and there was no visible damage to the packaging or the penumbra coil 400 (pc400). No functional testing was performed. The returned device was inside its original, unopened packaging and, therefore, the root cause of the reported issue could not be determined. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400's (pc400s). During the procedure, the physician successfully deployed and detached a pc400 into the target vessel using a px slim delivery microcatheter (px slim). While attempting to advance a new pc400 out of its introducer sheath and into the px slim, the physician encountered resistance when the coil was at the tip of its introducer sheath. Subsequently, the pc400 became stuck and was unable to advance out of its introducer sheath and into the px slim. Therefore, the introducer sheath containing the pc400 was removed and the procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.